Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, the patient reported pain. It is further reported that the patient is undergoing revision procedures. No revision procedure has been identified relating to this event. This report is based on allegations set forth in (B)(4) complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states, "interoperative or postoperative bone fracture and/or postoperative pain". This is MDR four of four (1825034-2011-00836 through 00839) for this event. (B)(4).